Event description:
It was reported that the pre blood pump line of a prismaflex st100 set was damaged and leaking fluid during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph was provided for evaluation. Visual inspection of the photo showed part of the pre blood pump tubing near the luer connector. The reported leakage was not observed and no specific defect was visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.